Event description:
It was reported that the customer delivered too much insulin with a correction bolus. The customer's bg level subsequently decreased to 52 mg/dl. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.